Event description:
The patient suffered from cardiogenic emboli in the left vertebral artery and basilar artery. The patient's tici score was 0 at the start of the procedure. IV-tpa was contraindicated because the patient was hospitalized six hours after the onset of the stroke. A guide wire gt16 and guide catheter merci 8f were used in the beginning of the procedure. There was embolus in the vertebral artery just proximal to the basilar artery. The penumbra system was used to aspirate the embolus in the vertebral artery. An occlusion in the basilar artery was noticed after aspiration of the vertebral artery. The patient was then treated with percutaneous transluminal angioplasty (pta) using a balloon guide catheter and urokinase was administered. The tici score after the procedure was a iib. The patient died of cerebral infarction. It was noted that because the occlusion in the basilar artery was not noticed until after aspiration with the penumbra system catheter 041, the relationship between the treatment and the event cannot be determined completely.

Manufacturer narrative:
Conclusion: emboli are a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.